Event description:
Had problems from the start of implant. Felt pain and could feel right side of heart pounding with squeezing and immense pain. Four days later ended up back in hosp with pericardial effusion. About 1 month later, still on and off having strange pain under left breast, like an electrical shock, told right lead wasn't working and causing battery to drain. I was asked if unit had been alarming, it had not. On (B)(6) 2017, had to have right lead replaced. I am allergic to many anesthetics, plus pain meds, so I had to pretty much go through this without anything or very little medication. Still very tender around the area plus feel as if cold water is being shot down under my left arm as well as pulsing. Was hospitalized again for the extreme pain. It is hard to describe what it feels like, very sharp, intense, like a static shock but 100 fold. It makes it difficult to wear a bra and anything touching the area hurts. Model #dtma1qq .6935m55 45988 5076-45. I do have fibro, I just do not feel that, that really is the cause of this. It feels too intense, is very localized to around the unit and the left side.